Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut down during use on a patient. There has been no patient injury reported.

Event description:
It was reported that the device shut down during use on a patient. There has been no patient injury reported.

Manufacturer narrative:
The affected device was tested and the log file was secured for detailed analysis. The log analysis showed that the device performed a warmstart of the cockpit during the reported event. The ongoing ventilation was not affected by this issue and continued as set. Hardware testing showed that a persistent error with the cockpit display was the cause for the issue. After replacement if the display the device passed all tests without further issues. If the device detects a deviation concerning the cockpit, a warmstart will be triggered in order to reset the micro processing system to a specified state. The ventilation performed by the ventilation unit is not affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the secondary oled-display located on the ventilation unit. After successful completion of the warm start, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.